Event description:
It was reported that the insulin pump had an unresponsive keypad. The blood glucose reading was 53 mg/dl, and the customer stated that she was eating to treat. The blood glucose reading rose to 68 mg/dl. The customer stated that she had gone boating and the device may have been exposed to water. Advised discontinuation of the insulin pump. Nothing further reported.

Manufacturer narrative:
The insulin pump had unresponsive buttons due to corroded keypad traces. No button error alarm was noted. No traces of moisture were noted at electronic or motor assemblies per visual inspection. The insulin pump was received with a cracked case at display window corners.

Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.